Event description:
It was reported that the patient was revised due to dislocation. The bearing was removed and replaced approximately four years post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01112. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of revision is confirmed by provided images of the explanted bearing device; however, the dislocation event is not confirmed. Visual examination of the provided pictures identified that the poly liner was explanted, with blood and biodebris present on the device. There are several gouge/scratch marks marking the device, and a gouge in the center of the articulating surface, which could be a result of the reported dislocation or explantation. View of the glenosphere is limited, thus evaluation could not be completed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.